Event description:
It was reported that during central processing, the end of the insulated sheath of the tip-up fenestrated grasper was broken at the instrument portion. This issue and damage occurred while reprocessing. There were no patient related issues or events that occurred. There was no report of patient involvement or reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the da vinci product with an alleged issue to perform failure analysis. The tip-up fenestrated grasper was found to have a broken main tube approximately 1.79050 inches from the distal tip. This partially detached piece produces detached fragment because part of the main tube is detached from the proximal clevis. No material was found missing. Components adjacent to this broken main tube do not show damage. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage. This issue can be resolved by using an alternate instrument to complete the procedure.